Event description:
Arterial sheath was inserted, during attempts to flush the sidearm, the hub came off.

Manufacturer narrative:
The following analysis has been performed on the returned products: on visual examination, the csi cannula was returned within a small container of solution (formaldehyde). The sideport tubing with attached hub was returned within a plastic bag. The cannula of the csi was noted to be separated from the csi valve body and cannula interface. The cannula exhibited bend-type kinks. The proximal end of the cannula separation end exhibited no stretching of the material, but appeared to be compressed by a clamping instrument, such as a hemostat. Demensional testing: the inner diameter of the cannula was found to be within dimensional specification. Microscopic examination: further evaluation using scanning electron microscopy (sem) on the csi hub and cannula separation ends revealed evidence indicating that possibly the proximal end of the cannula was not positioned properly, and or it was pushed out of position during the molding-to-body process. The lot history records reviewed for this lot indicated that no other reports of this nature were received. This lot was manufacured proir to implementation of corrective actions to prevent a recurrence of this anomaly.